Manufacturer narrative:
Pump received with partially broken off reservoir tube lip and the test reservoir will not lock/click in place. Pump passed prime test and no delivery test. Unable to perform basic occlusion test, occlusion test and displacement test due to partially broken off reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was over 400 mg/dl. Customer¿s current blood glucose was 338 mg/dl. Customer decline troubleshooting for high blood glucose. Customer reported that lip of the reservoir was damaged. The insulin pump will be returned for analysis.